Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed the device had been serviced within the last 12 months. The current reported problem does not appear as a repeat symptom within the past 12 months, however the ultrasonic sensor was replaced during the previous return. Review of the prior service record indicates that all service actions were completed. The device was found within specification in relation to the customer reported upstream occlusion which was not reproduced. A review of the event history log identified multiple upstream occlusion alarms however the log cannot be used to distinguish true and false alarms. The reported condition was not verified. The evaluator found the ultrasonic sensor calibration values within range and requested testing on the flow line. The pump functioned as intended. No correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. The process step was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.